Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stab lip. The metal arm the toothbrush head goes on to broke. Case description: consumer sent e-mail stating the metal arm the toothbrush head goes onto broke, allowing the head to slide off very easily and come off while brushing. No serious injury was reported.